Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000163, serial/lot #: none, ubd: unknown, UDI#: unknown. A medtronic representative visited the site to evaluate the equipment. It was found that the ias would not power on. After letting charge for about an hour, the rep was able to power on the ias. After disconnecting labview, battery voltage dropped quickly, and charging indicator began flashing again. The rep replaced battery tray 4, verified battery voltage with meter, and through labview. The system performed as intended after this replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the site wanted to double check that they were able to take a spin. The system had not been plugged into the outlet for five days, and they plugged the system in for approximately five hours. After the five hours, the indicator lights were still red and the system was beeping. This was reported outside of a procedure. No patient was present.